Event description:
During a sterilization procedure with the essure device, the coil malfunctioned in the left fallopian tube. This caused the hysteroscopy to change to an open procedure, as the defective coil had to be removed.====================== health professional's impression======================coil malfunctioned.====================== manufacturer response for utero micro coil for permanent birth control, essure======================the manufacturer believed the device malfunctioned.